Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a supraventricular tachycardia ablation procedure, the ep-4 showed as "off or disconnected" on the system and the procedure was not able to be completed. The device was bypassed without the touchscreen and the issue remained. There were no adverse consequences to the patient.